Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 2fr per-q-cath catheter. Usage residues were observed on the sample. A complete break was evident in the catheter near the 17 cm depth marking. Possible curved shape memory was observed in the vicinity of the break. While a break appeared evident in the supplied photograph, inspection of the photograph was insufficient to identify the cause of the break. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Based on the event description and the supplied photograph, potential contributing factors include tensile (pulling) stress and fibrous encapsulation of the indwelling catheter. A lot history review (lhr) of rect0098 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that at removal of the PICC there was a catheter rupture, the doctor tried to remove a part, but was unable to remove the entire catheter, and the child went to the surgical center to remove the remaining catheter. The patient was discharged from the hospital, and the nurse removed the PICC. The catheter ruptured at a height of 15 cm in smaller parts, the last portion did not come out, and the vascular surgeon had to remove it in the operating room. It was successfully removed and the child was well after the procedure.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the root cause was not identified. One 2 fr perqcath catheter was returned for investigation. The catheter was returned in 5 segments. The segments measured to be 17.6 cm, 6.5cm, 3.3cm, 2.0cm, 1.8cm in length. Evidence of use was present throughout the device. One photo which depicted a 2fr per-q-cath catheter was also provided. Usage residues were observed on the sample. A complete break was evident in the catheter near the 17cm depth marking. The sample appeared to correspond with the returned physical sample. Microscopic observation revealed varying features between break surface. The break surfaces on the 1.8 cm and 6.5 cm catheter segments were observed to be uneven with a portion of the surface elevation from the surrounding break section. The break surfaces on the other segments appeared to be more level but granular surface. The device history record (DHR) was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. Based on the description of the reported event and condition of the returned sample, possible contributing factors include material fatigue due to repeated kinking of the catheter, stylet damage, and excessive tensile forces applied during removal. Since the catheter was observed to be fractured at multiple locations, the complaint is confirmed but the exact cause and factors remain unknown. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rect0098 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that at removal of the PICC there was a catheter rupture, the doctor tried to remove a part, but was unable to remove the entire catheter, and the child went to the surgical center to remove the remaining catheter. The patient was discharged from the hospital, and the nurse removed the PICC. The catheter ruptured at a height of 15 cm in smaller parts, the last portion did not come out, and the vascular surgeon had to remove it in the operating room. It was successfully removed and the child was well after the procedure.